Manufacturer narrative:
Based on the information provided and given that the parts were not returned entirely, a definitive cause for this failure could not be determined. However, with the provided x-ray image, a fracture was confirmed on the screw shank inserted into the s1 vertebral body. No patient impact was reported. There is no evidence to suggest that the device was nonconforming before use and as such no further escalation is required at this time. We will continue to monitor for similar complaints and emerging trends.

Event description:
On 15-jul-2024, accelus was made aware of an issue when it was reported that a post-op image, from an older case, showed a fracture in the screw shank. No information given except that dr. Vasan wanted us to be aware that a piece of hardware from "an old case" (chris hillard) failed. The device remains implanted and will not be returned. Chris stated that dr. Vasan did not want to provide any additional information. No impact to patient was reported. No revision surgery is planned.